Manufacturer narrative:
The company representative examined and tested the system; the system met all product specification. No samples are returning for evaluation, therefore the reported event cannot be replicated or confirmed. The root cause is unknown. (B)(4). This report was mailed to FDA on: 03/31/2011. (B)(4).

Event description:
A customer reported that low vacuum occurred during a cataract extraction procedure and as a result the patient experienced a posterior capsule tear. Additional information was received from the surgeon who reported during removal of a dense cataract, the system acted as if there was no or low vacuum and there appeared to be not enough phaco action to impact the dense lens. The power was increased and no change was noted. The handpiece and tip were exchanged, but still no improvement. The doctor confirmed that the system's occlusion bell was heard. The system was about to be changed out when a posterior capsule tear occurred. The nucleus immediately fell back into the eye near the retina. The doctor stabilized the eye and aborted the procedure. The patient has been referred to a retinal specialist for follow up and a secondary intraocular lens implant procedure. Additional information has been requested.